Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) tines deployed prematurely during implant. Upon visual inspection device was not able to be re-seated in the delivery cup as the cup was deformed. An alternate system was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: (B)(4) - delsys product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft has a kink/buckle at 5.3 cm from the distal end of the delivery system. The inner shaft is kinked at 1.7 cm from the distal end of the recapture cone. The delivery system was able to deploy and recapture the device in the device cup without the device tines protruding out of the device cup. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.